Event description:
It was reported that during the functional test performed prior to the procedure, with and without the needle in the driver, the device fired on its own after the second cocking with the safety lock on. The procedure was completed with another device. There was no reported patient or user injury.

Manufacturer narrative:
The serial number has been provided and the investigation is currently underway.